Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported after intraocular lens (iol) implant procedure, one haptic is sticking out of the capsular bag. The surgeon was planning to remove the lens and implant a new lens. Additional information was requested, yet no new information was received.